Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml (unknown dose) via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported the patient went in for a refill and they got back what was expected from the pump. The hcp attempted to fill the pump with 40 mls but could only get in 37 mls. The hcp tried changing the needle. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The cause of the difficulty filling the pump was determined to be the pump was not totally empty when the new medication was put in. The pump was refilled with medication. The difficulty filling the pump has been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. Relevant medical history was traumatic brain injury.